Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was instructed to continue using pump and to call back if malfunction code appeared again.